Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition, first time in for repair. The customers reported problem was confirmed. The device alarmed upon start-up. The investigation confirmed that a corrupted microprocessor unit board was the cause of the reported problem. For corrective action the corrupted microprocessor unit board was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Event description:
It was reported that during testing, the pump exhibited error code 41786. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.